Event description:
It was reported that there was a suspected bad power microswitch. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection shows wear and tear on the enclosure, minor cracks alongside reservoir tank cover, old style enclosure, printed circuit board (pcb) and drain fitting, and corroded drain fitting. The reported issue was able to be duplicated. The root cause of the reported issue was found to be damage to interlock block and plate clip caused by the user. No action taken due to the age and condition of the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).